Manufacturer narrative:
Additional information/ correction: b1 - report type b5 - patient harm updated d9 - device not returned h1 - type of reportable event based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Event description:
Update: patient harm changed from unknown to no patient hazard.

Event description:
It was reported that there was an issue with ff017 - 6 craniofix burr hole clamp absorb. 16mm. According to the complaint description, the bypass surgery was done 3 years ago to an elderly man. The doctor discover a lump in the forehead due to a possible swelling. The patient did not complain about pain but he was follow-up by the doctor. The patient harm was unknown. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.